Event description:
The sales rep, reported multiple error codes with the green cable. The problem occurred during a breast biopsy procedure and soon after the version 4 loading. The table was the lorad system. There have been no pt consequences.